Event description:
It was reported that the cuffs were misshapen/herniated on two (2) size 6fen, shiley low pressure cuffed fenestrated tracheostomy tubes. The information received indicated there was one (1) pt involved with no reported pt injuries. The reported information indicated that the misshapen cuffs were visually detected by the pt at home. Device evaluation results are recorded in section h.